Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6b. If explanted, give date: lens remained implanted in the patient's eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: 82-2-542-1226. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign substance was identified on the optic of an intraocular lens when it was implanted into the patient's eye. The surgeon attempted to remove the foreign substance during the procedure, but some of the substance still remain on the optic after the surgery was completed. There was no delay in treatment or other interventions performed. No further information was provided.